Event description:
It was reported during an unload of a patient from the ambulance, the safety bail allegedly missed the safety hook and the telescoping frame was not locked in the fully extended position. There were no injuries reported. The emt's were able to raise the foot end legs back to a load position, fully extend the frame, confirm the safety bail caught the hook and the unloading of the patient was able to continue without further incident.

Manufacturer narrative:
The device was returned and evaluated by the manufacturer. There were distorted holes observed in the telescoping load frame. Further investigation of the design was made to determine root cause of this distortion. A design change was made to strengthen the material of this component to better withstand the outside forces to it. This unit will be removed from the field and replaced with a unit containing the new design.